Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator on 27-oct-2021 and obtained the following information: site didn't provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure and related to device design. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068¿ - 0.212" in length and were not aligned with the tube axis. The root cause is attributed to mishandling and misuse. A review of the instrument log of the tenaculum forceps (part # 470207-10/ lot # n1020110-0008) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.